Event description:
It was reported the right ventricular (rv) lead exhibited a fracture, high impedance on the low-voltage portion of the lead, non-sustained episodes, short interval counts (sic) and high thresholds. It was noted that the site of the lead fracture was superior to the clavicular crush zone. The patient seemed to have had trauma to the area. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a partial lead was returned in segments and analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.